Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate the iabp and found the barometric pressure out of calibration. To fix the issue, the fse recalibrated the barometric pressure and performed an autofill successfully. All functional and safety checks were performed to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had iba filling failure and could not calibrate. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had filling failure and could not calibrate. It is unknown the circumstances under which the event occurred. Upon investigation it was found the barometric pressure was out of calibration. Calibrated the barometric pressure and performed an autofill which was successful. Performed system checkout and released the unit to the customer for clinical use. However, there was no patient involvement, and no adverse event reported.